Event description:
It was reported that a cassette issue error message had occurred. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Manufacturer narrative:
Additional information received on 06-sep-2022 via email: all issues found with this device were found during testing at our facility. No patient involvement was indicated at the time the pump was received at our facility for repair and recertification. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device tamper seal and battery door were missing. Review of the event log found evidence of error messages. Upon function testing, the reported problem was duplicated. The latch lock sensor was found to be defective. The root cause is unknown. The sensor was replaced to resolve the issue. A device history record (DHR) review was conducted. There was a latch/lock does not change issue during manufacturing which required replacement of the latch/lock flex which is the same issue. A supplier corrective action report was implemented to address soldering issues in the latch/lock flex. There was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.